Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of anomalies found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had rapid battery depletion with unexpected longevity. The device was implanted two years ago and the estimated longevity is thirteen months. The safety margin on the lead was adjusted and the device remains in use. No patient complications have been reported as a result of this event.